Manufacturer narrative:
Citation: zweng et al. Transcatheter versus surgical aortic valve replacement in high-risk patients: a propensity-score matched analysis. Heart, lung and circulation (2016) 25, 661¿667. Http://dx.doi.org/10.1016/j.hlc.2016.01.005. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding peri-operative details of transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr). All data were collected from a single center between june 2008 and february 2015. The study population included 733 patients (predominantly female; mean age 84 years), 47 of which received a medtronic corevalve (serial numbers not provided) in the tavr group. Propensity matched grouping was then utilized which consisted of 44 patients in each tavr and savr group. Among all patients 2 deaths occurred; neither of the deaths were attributed to medtronic product. Among all patients adverse events included: 8 atrial arrhythmia, 21 complete heart block (chb), 5 pneumonia, 2 cerebral vascular accident (cva), 15 bleeding events requiring a blood transfusion, and 19 permanent pacemaker implants. Among the propensity matched group adverse events included: 3 mild/moderate paravalvular leak (pvl), 1 atrial arrhythmia, 10 chb, 3 pneumonia, 2 cva, and 10 bleeding events requiring blood transfusion. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the physician/author stated that there was a high rate of post-tavr pacemaker implant, that none of the valves were explanted, and patient weight was not recorded.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.